Event description:
On (B)(6) 2007: original bilateral implant procedure. (Left: mentor smooth round moderate gel mammary 350-7400bc; serial number (B)(4); lot #5613709); (right: mentor smooth round moderate gel mammary 350-7400bc; serial number (B)(4); lot #5612937). (B)(6) 2017 - severe stabbing pain, and burning, in both breasts, no obvious deformity, still soft to touch. On (B)(6) 2017: MRI confirmed left implant rupture. On (B)(6) 2017 - removal of ruptured left implant and bi-lateral replacement with mentor smooth round moderate plus profile gel 350-3001bc. (Left: serial number (B)(4); right: serial number (B)(4)).